Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pedatric patient developed a skin reaction with burning, redness, inflammation, pimples, and blisters extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient¿s parent took him to the doctor and was treated on (B)(6) 2023 with prescription rocephin and doxycycline injections. The patient was wearing a omnipod insulin pump. The patient¿s skin reaction was healed at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.